Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that upon initial inspection of device, event log shows error code 1104 - post backup audible failed. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.